Manufacturer narrative:
Device has not returned for evaluation.

Event description:
It was reported that when the flush syringe was attached to the stopcock, the tip of syringe cracked off of the stopcock. No pt complications. Reportedly, there was no blood loss.